Event description:
It was reported that the patient underwent artificial urinary sphincter replacement surgery due to malfunction of the device. Upon removal, the pressure regulating balloon was found to be flat and empty. The entire system was explanted and replaced. There were no patient complications.